Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
During a diagnostic endobronchial ultrasound (ebus) procedure, the single use aspiration needle was difficult to retract. No error messages and no visible damage to the needle was noted. No medical intervention was undertaken as a result and the procedure was completed with a similar device. A 5 minute delay was reported. Though there was a delay, this delay is short in completing the procedure. This delay for device exchange did not lead to any adverse impact and there is no evidence of the patient at risk for injury. There was no report of any missed critical diagnosis, delay in critical treatment. The procedure was completed and no serious deterioration in the state of health of the patient. There is no report that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment in the patient. No reports of any adverse health hazards to the patient and no extended hospital stay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause is unable to be determined. The device was not returned and the complaint could not be confirmed through an evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use aspiration needle was hard or impossible to retract. The procedure was completed with a similar device. There were no reports of patient harm.